Manufacturer narrative:
With the current information available no conclusion can be made at this time. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2005 - the patient was implanted with a bard flat mesh during a enterocele repair, posterior repair and mesh placement perineorrhaphy. The attorney's report alleges permanent injury, nerve damage, pain and suffering, additional medical and surgical intervention, defective mesh. Addendum to the previous report based off a medical records review: (B)(6) 2005 - the patient was diagnosed with vaginal vault prolapse, rectocele and enterocele. The patient underwent posterior repair with enterocele repair, davol flat mesh placement and perineorrhaphy. On (B)(6) 2009 - the patient had an emergent appendectomy performed followed by an open ileocecectomy due to a perforation of the cecum area of her bowel. No operative details were provided for these procedures. On (B)(6) 2010 - the patient developed a rectovaginal septal abscess and underwent an abscess drainage procedure. On (B)(6) 2010 - patient presented to the ER with complaints of chronic diarrhea and low-grade pelvic discomfort. A CT scan was performed which demonstrated a rectovaginal collection and inflammation in the colon. On (B)(6) 2010 - the patient was diagnosed with infected piece of davol flat mesh in her perineum which was indicated by the explant surgeon that it was "probably from her perforated intestine in (B)(6) 2009."

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2005, the patient was implanted with a bard flat mesh during an enterocele repair, posterior repair and mesh placement "perihorraphy". The attorney's report alleges permanent injury, nerve damage, pain and suffering, additional medical and surgical intervention, defective mesh.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's atty did not allege a specific device failure or patient injury and medical records have not been provided. We have contacted the initial reporter to request additional information and to request return of the device for evaluation. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.